Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump shuts down automatically. Caller stated the pump gave only an acoustic and vibra alert; no display information. Caller reported the m22 error message is missing. Caller stated that after battery change the pump starts without problems. No adverse event reported. Requested return of the alleged device for evaluation.